Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4).event occurred in the united states.on (B)(6) 2024, it was reported by the patient that two infusion sets fell off during use events on (B)(6) 2024 and (B)(6) 2024. Infusion set was in use for 1 hour for event 1 and less than 15 hours for event 2. The patient replaced the infusion set and insulin was resumed successfully.no further information available.